Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ insulin syringe 0.5ml 31g x 8mm there were scale marking issues. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: I would like to report that my package of syringes arrived defective, since I had two syringes without the unit indicator. Presentation of the product 0.5ml.

Event description:
It was reported while using bd ultra-fine¿ insulin syringe 0.5ml 31g x 8mm there were scale marking issues. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: I would like to report that my package of syringes arrived defective, since I had two syringes without the unit indicator. Presentation of the product 0.5ml,

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation is performed based on the photos provided. The customer provided (1) photo of 0.5ml 31ga 8mm syringes, reporting missing scale markings. The photo was visually examined and observed missing scale markings on the syringes. Based on the photos provided, embecta was able to confirm the reported failure. A review of the device history record was completed for batch# 2171563. All inspections and challenges were performed per the applicable operations qc specifications. Based on the photos received, embecta was able to confirm the customer-indicated failure. Root cause analysis: there was one dispatch (dispatch# 151337) in l2l noted that pertained to the scale marking missing complaint